Event description:
It was reported by the customer that water was leaking out of the handpiece. There were no reports of any adverse pt event associated with this malfunction.

Manufacturer narrative:
In 2008, the hand piece involved in the reported event was evaluated. During the evaluation the technician noticed visual damage to the housing assembly. The handpiece was repaired, and returned to the customer.